Event description:
It was reported to ge that the monitor suspension failed allowing the monitor support assembly to fall. Apparently, this occurred during the night when no one was in the room. Evidently, the support arm yoke cracked allowing the assembly to fail.